Event description:
It was reported that the patient experienced pocket pain and difficulty charging the ipg due to how the pocket healed up which kind of put the battery in a canted position. The patient underwent a revision procedure wherein the pocket was moved higher in the right flank and the ipg remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2023.